Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) helix was stretched. The rvlp was not implanted, and an alternate near at hand was implanted instead. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited unspecified electrical anomalies, which prompted repositioning. Then, it was noted that the rvlp helix was stretched. The rvlp was not implanted, and an alternate near at hand was implanted instead. Patient condition was stable.

Event description:
New information received notes that the unspecified electrical anomalies reported previously were high capture threshold and poor sensing of r-waves.